Event description:
New information received noted that the implantable cardioverter defibrillator was reprogrammed accordingly on (B)(6) 2021. Patient had no consequences as a result of the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Programming changes were suggested to a healthcare provider. Patient had no consequences as a result of the event.